Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported a battery empty charge your controller message and stated they were unable to charge to 100%. Agent had patient reset controller with ac power supply and patient confirmed green flashing above the screen with controller at 80% and ins at 80%. Patient confirmed no visible damage to battery pack pins or battery compartment pins. Agent instructed patient to continue charging controller to full and then proceed to charge ins to full; agent instructed caller to write down message if it reappeared and call back for additional troubleshooting. Patient mentioned their recharging paddle was "really touchy" and agent reviewed recharger paddle best practices. Patient stated they were able to obtain excellent recharge quality. Additional information was received from the patient. Patient stated they believe the issue is resolved but are having issues with the battery depleting and only lasting a day. Patient clarified that their ins is only lasting a day and they feel as if it should last longer. Patient was redirected to their hcp regarding the issue. Patient wanted a manufacturer representative (rep) number and they were told that information was not available. Patient did not want the national answering service (nas) number and said they would talk to their doctor.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.